Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed the pump displayed multiple occurrences of "cannot start pump" alarms. Functional testing involved sensor testing and showed that the device's air detector was not working. The air detector was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that out of the box a smiths medical cadd-solis vip ambulatory infusion pump exhibited constant air in line errors. It was reported that the issue was found during testing and that there was no patient involvement. No adverse effects were reported.